Event description:
Between january and march of this year I had 3 cypher sirolimus-eluting coronary stents implanted. After the first I had red spots all over my body, which the cardiologist diagnosed as ringworm. I used cortisone ointments which provided some relief. Since the other two stents were implanted I have had itching over most of my body. At times the itching is so intense that I scratch away the skin. The most serious points are: my arms, fingers, ankles and the tops of my feet. I now have welts under my skin, which are appearing on my arms, thighs and back. I have periodic burning sensations on my back. Otc medicaitons have not adequately addressed the problem. I believe that this is being caused either by the stents or by the plavix that I am taking. I lean toward the stents as the cause, as the problem worsened with the add'l stents and my dr had placed me on plavix a week before the first stent, with no reaction.